Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing lead impedance was observed on the left ventricular lead. Chest x-ray showed that the pin was not visible in the header suggesting it may have pulled out. There were no other electrical anomalies. Patient will be scheduled for a procedure to make sure the lead is secured properly in the header.

Event description:
New information received notes that the patient was scheduled for procedure. It was noted that the left ventricular was dislodged leading to high thresholds and loss of capture. Lead fracture was noted on chest x-ray. Physician was having difficulty in explanting the lead, so the lead was capped and replaced on (B)(6)2018. Device was also explanted and replaced. Patient was stable throughout the event.

Event description:
New information received notes that the patient did not experience any adverse event due to the issue. Patient¿s condition was stable.

Manufacturer narrative:
(High impedance) should have been submitted in initial report.

Manufacturer narrative:
The reported field event of a connection anomaly and high pacing lead impedance were not observed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock and patient notifier were tested on the bench. Analysis was normal. No anomalies were found.